Manufacturer narrative:
(B)(4). This MDR was previously submitted on (B)(4) 2011 and received by the FDA within the required 30 day reporting time frame bearing the registration number of (B)(4) in error due to a reporting software discrepancy (report # 1423537-2011-00064). Carefusion has discussed with and been advised by (B)(6) on (B)(4) 2011, to resubmit the MDR bearing carefusion's registration number and to include this verbiage within the report, as well as within carefusion's complaint management software. Investigation summary: a sample was not available for analysis. Therefore, the reported condition could not be confirmed. No issues were found during documentation review of the device history records for the lot reported that could result in the reported condition. Based on the information provided, the most probable root cause of this incident was determined to be related to the movements the patient was doing while the biopsy procedure was taking place. Please see attached for the user facility medwatch ((B)(4)) received for this event.

Event description:
The following information was received in a user facility medwatch ((B)(4)): during a lung biopsy procedure, the patient began to cough violently during retrieval of the sample, causing the distal portion of the outer cannula to break off inside of the patient next to the rib. Consult with thoracic surgeon occurred immediately. On (B)(6) 2011, the customer ((B)(6)) provided the following additional information: the biopsy was completed before the problem occurred. There was no medical intervention/surgery after the event and the patient went home fine after the event. The sample is not available for evaluation.